Event description:
It is reported that a customer received lost sensor and a bad sensor alert in their insulin pump. The patient blood glucose level was at 59 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used partial sensor and found sensor broken unable to confirm customer received sensor damage due to customer returned opened/used.